Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
"This is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation. The operation video file related to no.(B)(4) and no.(B)(4) will be sent to amr soon." Report from the sales representative: laparoscopic assisted colectomy - "during laparoscopic assisted colectomy procedure, the customer noticed a portion of the septum and a transparent material from the event trocar and c0r47((B)(4)) came off into patient cavity. The portions were completely removed from cavity. No patient injury and bleeding." Notification: the video will be sent to oly for investigation. Combined products might be known referring to the video. Septum cer check list about combined products is unavailable. The customer requests aomori oly and amr shall use the video only for the investigation of the incident under prohibition of utilization other than for intended purpose. Please refer to cer (B)(4), cer (B)(4), oly reference no.(B)(4) for similar incidents in this facility recently. Initial investigation report by aomori olympus: the event unit was returned to olympus and visually inspected. The septum was found to be damaged and missing a portion. The retuned portion(size approx. 1.9mm×0.9mm, almost matched to the missing part in shape. No visible damage was observed with the ddb and shield. Confirmed the portion of septum was derived from the event trocar. The transparent material (no picture) was not related to the trocar and c0r47, and it will not be sent to amr. The video file showing the event was sent to aomori oly. The event by viewing the file and the findings are shown below. At around 1:04:51 of the video, confirmed the black materials (expressed as a and b) appeared. Olympus couldn't identify which a is a part of x-ray detectable thread in the gauze or the portion of the septum, and which b is the portion of the septum or blood clots. At 1:17:23 of the video, confirmed the different black material appeared. Olympus couldn't identify which the material is a part of x-ray detectable thread in the gauze, blood clots or the portion of the septum. At 2:06:50 of the video, while cutting a tissue with a device and stopping bleeding with a gauze, the black material hidden by the gauze appeared. At 2:15:26 of the video, the observed material was visually found to be the portion of the septum. At 2:22:06 of the video, the portion was removed with a device. The video file showing the event was sent to aomori oly. The unit will be returned to amr for further evaluation. The video file data will also be sent to amr for further evaluation via email. Since the video size was large, the video was edited to smaller, just including the incident. Admin#(B)(4)." Patient status - "no patient injury".

Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation with one rubber fragment. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as "j" hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.